Manufacturer narrative:
The product was evaluated and the assembly procedure instruction was modified to prevent the possibility of future malfunction of the product.

Event description:
Cu 22 g cannula shaft got separated from the hub and was removed from the patient during the procedure. This failure has never been reported and observed in the past.